Manufacturer narrative:
Investigation results: visual investigation: we received the mentioned product, the cannula is broken off at the transition from main part to cannula. According to the test plan, the welded joint is subjected to a pressure test (400 to 450gram). The welding seam is broken in the middle, but was positioned correctly. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with gf353r - ferg-frazier suct 9fr 3/110mmwrk-lgth. According to the complaint description, the parts were not broken in the same operation, they didn't even get to be used. They were prepared to be used in a herniated disc surgery. The patient has not injury. A piece was defective in the packaging. One of the pieces was observed to be broken after sterilization and one of the parts broke when it was removed from the kit to be used in surgery. The products brake during therapy. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00650 ((B)(4) + gf942r), 9610612-2020-00907 ((B)(4) + gf353r), 9610612-2020-00678 ((B)(4) + gf350r).